Event description:
The facility reported an infuso.r. Pump with "damaged push block assembly". This condition occurred during delivery in the (B)(6). This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause was due to pusher block latch not working properly. A new pusher block assembly was installed to resolve the reported issue.